Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 600 mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the occlusion was found to be within the infusion set tubing. Reportedly, the customer was using apidra insulin in their cartridge being in use for 3 days. Tandem technical support (cts) informed the customer that apidra is contraindicated for use with the pump. As the customer did not have enough insulin to fill a new cartridge, they changed their infusion set tubing and successfully delivered a bolus. Cts advised the customer to change their pump supplies once insulin was available. During a follow-up, it was reported that due to the occlusion alarms the customer's bg level rose to 700 mg/dl and they went to the emergency room (ER). The customer observed air bubbles within their infusion set tubing and once the tubing was changed they delivered a correction bolus to address their bg level. The customer stated the pump was performing as intended after the tubing change. During an additional follow-up, the customer's bg level was 386 mg/dl and the customer was released from the ER.